Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that while the customer was attempting to input the transmitter ID, the pump touch screen was unresponsive. Reportedly, the customer was unable to toggle between the alphabetic and numeric keypads. The customer performed a pump reset, however, the display issue was not resolved. There was no known impact to the customer's blood glucose. Customer would continue to use the pump for insulin therapy but also confirmed that an alternate method of insulin delivery was available.